Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Perform manual test by setting sound level to 55: the receiver will charge and boot.a "try it" manual test was performed and speaker did not sound. The complaint is confirmed because sound was not heard. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.